Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass, one side of the small black plastic piece that is depressed and moved up and down to open the tip was lost. Unsure if it was present at the start of the case. It was reported to be missing from the instrument when it was handed back after use by the user. The surgeon opened a new instrument and continued the case. The surgical team attempted to find the missing black piece but has not been found. It was noted that the procedure was prolonged by 5 minutes.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the top and bottom black unloading buttons were broken off from plunger. The plunger was inspected under a microscope and found to be deformed and bent. The unloading button was inspected and signs of deformation and damage were observed. Functional testing found that the returned device was loaded with a test needle and applied to test media. Difficulty was experienced in unloading the needle because the plunger had to be manually activated due to the absence of the unloading button. It was reported that the device component was disengaged and the button was broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur during the inability of the user to unload an improperly loaded needle which might cause the necessity to exert pressure on the button which results in it disengaging or breaking. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Place additional sutures or use electrocautery if necessary to complete hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. A thorough understanding of the operating principles, risks versus benefits, and the hazards involved in utilizing an endoscopic approach is necessary to avoid possible injury to the user and/or patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass, one side of the small black plastic piece that is depressed and moved up and down to open the tip was lost. It was reported to be missing from the instrument when it was handed back after use by the user. The surgeon opened a new instrument and continued the case. The surgical team attempted to find the missing black piece but has not been found. It was noted that the procedure was prolonged by 5 minutes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.